Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "failed flow test +6.2%". Visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log revealed no evidence. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.

Event description:
It was reported that a cadd® cadd-prizm® vip system had failed flow test +6.2%. No report of patient injury.